Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump had no unexpected prime alarms noted during testing. The insulin pump passed displacement test, pump self-test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were in specification. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform unexpected restart error test due to motor error alarms noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, missing end cap sticker and stained address/serial number label.